Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly and prefired. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.